Event description:
Additional information received indicated the right ventricular lead was capped and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead. A lead revision procedure is anticipated to be performed, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.